Event description:
It was reported that the patient stated that this inflatable penile prosthesis never worked properly. A revision surgery was performed, and it was noted that the pump was located very high since its tubing was wrapped in a ball. The pump migrated from the scrotum to the sub dartos space. The physician freed everything up and replaced the pump. There were no patient complications.